Event description:
The fe reported that the system would not boot up. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an investigation. The interconnect cable and power control pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.